Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during surgery on (B)(6) 2010, the patient suffered a left side thalamic blood clot. It was noted that surgery was stopped and the patient was discharged from the hospital on (B)(6) 2010. It was noted that the left side thalamic blood clot was related to the surgical implant of the electrode. It was noted that surgery was stopped and the patient was watched during hospitalization. It was noted that the clot was resolved on its own but the patient had residual weakness on the right side and dysarthria.